Event description:
The malyugin ring was deployed out of the inserter. It was noted by the surgeon that two of the four diamond shaped edges had kinks which caused the ring to become too tight on the patient's iris. The surgeon removed the ring without harm to the patient's eye.